Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noticed that the balloon ruptured at 6 atmospheres at first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination was performed on the returned flextome cb monorail device. The balloon was observed to be unfolded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied and liquid was observed to be escaping from a pinhole leak which was situated at the distal to the distal edge of the distal markerband. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination noted no damage to the tip or blades, it showed that the blades were intact and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noticed that the balloon ruptured at 6 atmospheres at first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.